Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a moderately calcified, left anterior descending (lad) artery lesion. The lesion was predilated with 3.0x15 mm balloon to 14 atms. The physician successfully deployed the taxus express2 8.8% 3.5 x 24 mm drug eluting stent to 14 atms with acceptable inflation and deflation results. The physician reinflated the balloon to 14 atms again to prevent the balloon from sticking to the stent and the balloon slowly deflated, upon the slow deflation, the pt began to complain of chest pain and repeat angiography revealed no blood flow down the lad. The pt's blood pressure dropped to 80, systolic, so the physician inserted an iabp, started IV pressors and blood flow spontaneously returned. The stented lad site was patent. The pt's chest pain stopped and the pt was transferred out of the cath lab to the ccu in stable condition. The pt did have elevated ckmb results. However is fine now.